Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and inspection revealed a crack in the cylinder connecting tube to the pump. The cause of the cylinder connecting tube crack was not detailed by the hospital. The pump was removed and replaced. The patient improved and had a stable outcome.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported allegation related to a hole/perforated in the pump connecting tube; however, product analysis identified a pump malfunction. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to the filament; no leaks were found. The pump was functionally tested and failed activation test (2) and failed valve deactive state test. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis was unable to confirm the reported allegation related to a hole/perforated in the pump connecting tube; however, product analysis identified a pump malfunction. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and inspection revealed a crack in the cylinder connecting tube to the pump. The cause of the cylinder connecting tube crack was not detailed by the hospital. The pump was removed and replaced. The patient improved and had a stable outcome.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and inspection revealed a crack in the cylinder connecting tube to the pump. The cause of the cylinder connecting tube crack was not detailed by the hospital. The pump was removed and replaced. The patient improved and had a stable outcome.

Manufacturer narrative:
Correction: h2 if follow-up, what type? - device evaluation selected. Investigation summary: based on the information available, product analysis was unable to confirm the reported allegation related to a hole/perforated in the pump connecting tube; however, product analysis identified a pump malfunction. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to the filament; no leaks were found. The pump was functionally tested and failed activation test (2) and failed valve deactive state test. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis was unable to confirm the reported allegation related to a hole/perforated in the pump connecting tube; however, product analysis identified a pump malfunction. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.